Event description:
On (B)(6) 2022, this patient who underwent a previous treatment of a total arch replacement with an elephant trunk, underwent endovascular treatment of an enlargement of a false lumen at the descending aorta using a 22fr gore® dryseal flex introducer sheath (dsf) and two gore® tag® conformable thoracic stent graft with active control system (ctag/ac) devices. During the treatment, when inserting the sheath from a right femoral artery, resistance was felt, however the sheath was able to advance. After two ctag/ac devices were implanted successfully and the sheath was removed, a localized dissection was observed at around the branch of the right external iliac artery and the right internal iliac artery. The physician decided to monitor it because the localized dissection was minor. The patient tolerated the procedure. Reportedly, the vessel in which the dissection was observed was calcified. The physician stated that the calcified area might have peeled off a little and looked like a dissection. It didn't look like a flap that would cause problems. So, no treatment was performed and it will be monitored.

Manufacturer narrative:
Added h6: code 213-no device problem found.